Event description:
The pt reportedly experiencing performance decrease. External equipment was exchanged and programming adjustments have been made. However, the problem has not resolved. Testing of the device showed that the device is non-functioning. Surgery to explant the pt's device will be scheduled.